Event description:
It was reported that during a pneumonectomy procedure, the device was used three times. On the second firing, the surgeon felt much higher resistance than the first firing, but the completed three stroke firing. The knife moved, but no staples came out. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.